Manufacturer narrative:
The cause of the reported issues was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis (dka). Upon removal of the non-tandem cannula, it was found to have been kinked. The contact did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information (infusion set information/hospitalization); no additional information regarding this event was provided.